Event description:
Adverse event(s): "positive streptococcus pneumoniae" (infection, intraocular). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A pediatric-infectious physician reported a pt positive for streptococcus pneumoniae in the eye following intraocular lens (iol) implant surgery. At one day postoperative, the pt developed a fever, had decreased oral intake, and the eye was red and swollen with purulent discharge. The pt was treated with medications. In a f/u, the implanting surgeon reported that the pt is improving with medications.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 06/21/2010, 06/23/2010, 07/06/2010 by phone, fax, and mail. A completed questionaire was received on 07/13/2010. (B)(4).